Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and rv coil impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 5076 implantable pacing lead. (B)(4).